Event description:
- -

Manufacturer narrative:
- -

Event description:
Boston scientific received information that this right ventricular lead displayed a low out of range shock impedance measurement previous measurements had been stable. In addition, some undersensing was reported. In addition, the pace impedance measurements had decreased, however remains within normal limits. The patient with this lead was hospitalized for further investigation of this issue. Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. In addition, the device (ventak prizm model 1860, sn (B)(4)) was electively replaced. No adverse patient effects were reported as a result of this issue.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
According to available information, no return of product was intended, however subsequently, this lead was returned for analysis.